Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported when using the rest-room a piece of tampon came out of her that had been in her body since her last period two weeks prior. She reported she was doing fine and had no health concerns.